Event description:
It was reported that there was mixed product a 25ga cannula instead of 27ga with a bd needle ns¿ 27ga 1in blt sq grd w/o shld. The following information was provided by the initial reporter: during the processing of item (301643), 27ga 1" blunt, our operators identified a 25 gage cannula glued in the hub. The suspect lot is 8194694.

Manufacturer narrative:
Investigation: two (2) photos were provided by the customer for investigation. One (1) photo shows two (2) needles and needle hubs standing next to each other. The needle on the right appears to be shorter and possibly a little thinner than the needle on the left. The second (2nd) photo shows two (2) needles and needle hubs against a white background. The needle on the bottom appears to be shorter and possibly a little thinner than the needle on the top. However, based on the photos a difference in gauge cannot be confirmed. The affected batch 8194694 was run on nip (needle integration process) line machine 3. The batch run prior to batch 8194694 was batch 8145517 which was the same product number and therefore the same needle gauge. A DHR review of batch 8145517 did not reveal any in-process check failures or other quality notifications. A review of the batch records for the batches run on nip line machine 3 revealed that the last time that 25g 1¿ blunts (material 301644) were assembled before the complaint batch was a month prior to the production of batch 8194694. Two (2) cannula batches (8219688 and 8186650) of material 50297 (27ga 1in blunt) were used in the complaint assembly batch 8194694. A review of the batch records for these two (2) cannula batches revealed that only 27ga product was produced on either side of these batches getting made as well. In discussion with the cannula team, the potential failure mode in the cannula process would be when cartridges are cleaned and recycled for next use, a left-over cannula would remain behind and potentially dislodge from the cartridge screen. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was mixed product a 25ga cannula instead of 27ga with a bd needle ns¿ 27ga 1in blt sq grd w/o shld. The following information was provided by the initial reporter: during the processing of item (301643), 27ga 1" blunt, our operators identified a 25 gage cannula glued in the hub. The suspect lot is 8194694.